Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had partial display. Customer used correct batteries and stored them correctly. The anomaly persists after battery change. During the s-test segments were still missing. This occurred during normal use. Asked customer to return insulin pump for analysis. The customer's blood glucose was unknown.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test or verify the missing segment/partial display due to a cracked bleeding lcd. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and cracked battery tube threads.